Event description:
It was reported that during an unknown procedure, the closing trigger was stuck and could not be opened. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Release button. The analysis showed that the atw45 device was received in the closed position, with the handle shrouds opened and without reload present. The returned device was found to be non functional as the release button was noted to be broken. No functional test could be performed due to the condition of the device. While no conclusion could be reached what caused closing mechanism to fail, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.